Manufacturer narrative:
Per affiliate: please void attached of complaint. The physician diagnosed the issue was not related with product. So the customer decides to withdraw the complaint. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832, with lot cplbzz, conformed to the specifications when released to stock on the 18th october 2013. No root cause could be determined since no sample was returned for evaluation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female, had v-p surgery on (B)(6) 2014. On (B)(6) 2015 the patient had headache and vomiting symptom. CT test indicated ventricle reduction. The surgeon adjusted the pressure from 80 h2o to 120 h2o. On (B)(6) 2015 the symptom didn't change obviously. It was suspected that the valve was occluded. The patient accepted revision surgery on (B)(6) 2015 and surgeon replaced the new one. Now the patient condition is stable.